Manufacturer narrative:
Unit had unresponsive button due to corroded keypad trace. No button error alarms occurred. Unit returned with missing end cap sticker. (B)(4).

Event description:
It was reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 19.9 mmol/l. Troubleshooting was performed. The device was returned for analysis.